Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead integrity alert (lia) was triggered due to oversensing on the right ventricular (rv) lead. A magnet was places over the over device and the patient is being transferred to have the lead revised. The lead remains in use. No patient complications have been reported as a result of this event.